Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted based on the results of the investigation. In addition, please refer to d2a common device name for update/correction from the initial MDR submitted- this section is corrected from wa69314m to jaw insert, forceps. The device was returned to olympus for inspection. Device evaluation has confirm the reported event. Device evaluation found the jaw halves are deformed . Based on the results of the investigation, a definitive root cause cannot be identified. Reasonably known information suggests probable causes such as damage of parts due to some kind of physical stress. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the jaws on the hicura jaws insert were damaged and could not grasp tissue. The device has not been used in any operations that require high grasping power. There were no reports of patient harm.